Event description:
It was reported that the right ventricular (rv) lead was implanted in the rv high septum. The lead was tested via the analyzer and pacing impedance was low (<(><<)>400 ohms). A new cable was used to test impedance as well as changing the y-connector but impedance was still low. It was noted that the helix was extended into the patient's septum properly. The lead was not implanted and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.